Manufacturer narrative:
Analysis found that the customer's complaint was unable to be confirmed. Unable to perform temperature test as shaft was found opened. The handpiece was cosmetically tampered, cable had kinks, there were scratches on the housing, the shaft key was missing, connector had dent and the motor cable assembly was found faulty and need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece had a heating problem and the blade was not rotating prior to use. There was no patient involvement.